Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001825034 - 2018 - 04762, 0001825034 - 2018 - 04763, 0001825034 - 2018 - 04764. Concomitant products: unknown part/lot; femoral stem, 157448 m2a-magnum mod hd, lot 363250, us157854 m2a-magnum pf cup, lot 853800. Reported infection and hematoma event confirmed due to medical records received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported the patient was on blood thinners and developed bleeding circa three weeks post-primary right total hip arthroplasty. The patient received and irrigation and debridement to address a hematoma. The patient was found positive pseudomonas aeruginosa; rare staph, and coag negative. No further information is availalbe at this time.